Event description:
A graft implanted in 1999 occluded. A fibrinolysis was undertaken unsuccessfully. For reason unknown to the MFR, the pt was amputed on feb. 24, 2000. The physician noted during the re-intervention that the graft was not incorporated with perigraft blood liquid.